Event description:
The account alleged after replacing the control board they could smell it heating up and after the bed was unplugged, a wisp of smoke rose from the board.

Manufacturer narrative:
The account found the underside of the board did not have burn marks on it but he could see where the traces were getting warm. The account replaced the control board and found that the bed would unintentionally go into trendelenburg, but if the solenoid is unplugged, the bed works fine. Repairs have not been completed.